Manufacturer narrative:
B3 date of event was estimated as an event date was not provided by the customer. The console was field serviced at the facility, and the reported error message was confirmed. The field service engineer replaced the beam source and laser power supply and the issue was resolved, the console was functional. Upon receipt at our quality assurance laboratory, the returned beam source device component underwent a thorough analysis. It was noted that the laser rod has a thermal crack and burnt marks were found on surface of the mirrors or lens; which most likely caused the error message reported by the customer. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that the console prompted error 1309. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that the console prompted error 1309. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.